Manufacturer narrative:
Although the customer did not indicate any problems with the laser, the distributor replaced the laser head. The service technician checked the system and remedied small problems. No root cause was identified. (B)(4).

Event description:
A physician reports patients with over corrections following refractive surgery. Additional information was requested, but not provided.